Manufacturer narrative:
Model; 3186, scs lead. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01327. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01327.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2020, wherein the leads were explanted and replaced. Effective coverage was confirmed post op.